Event description:
A (B)(6) y/o with cad s/p CABG in 2008; mv repair on (B)(6) 2016 done at outside hospital (with annuloplasty and gortex valvuloplasty). Now diagnosed disseminated mycobacterium chimaera. Suspected contamination from heater-cooler unit during mv repair in 2016.